Event description:
It was reported that atrial signals were being undersensed by falling into the pacemaker's cross chamber blanking period. The pacemaker system remains in service. No adverse patient effects were reported.